Manufacturer narrative:
Corrected data: device evaluated by MFR:"haptic torn and bent" should be corrected to "haptic torn and broken" in the previous MDR. (B)(4).

Manufacturer narrative:
Corrected data: device code 1494: off-label: acd < 3.00mm should be added in the initial MDR. Device evaluation: lens was returned in liquid in a lens case/vial. Visual inspection found the haptic torn and bent. Dimensional inspection found the lens within specifications. (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vicmo 12.6, 13.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.